Manufacturer narrative:
Device evaluated by manufacturer: the product was returned with the original pouch and with a non-boston scientific catheter. Visual examination of the device showed the distal section of the wire was kinked and the spring tip was damaged. Under the microscope it was further confirmed that the spring tip was stretched and unraveled, and broken at the very tip. The device was measured and was within specification.

Event description:
It was reported that the tip of the wire came off and was lodged in the anterior tibial artery. A 0.014 inch, 300cm platinum plus guidewire was selected for use in an angioplasty procedure of the anterior tibial artery. During the procedure, the tip of the guidewire detached and became lodged in the anterior tibial artery. The procedure was stopped. The patient came to no harm and was stable. At this time, the physician does not feel that the patient would benefit from an operation to remove the tip. The tip is in the occluded portion of the artery and is not likely to migrate or cause any issues in MRI. It was further reported that the lesion was totally occluded with a mixture of plaque and calcium. The lesion was in a straight vessel.

Event description:
It was reported that the tip of the wire came off and was lodged in the anterior tibial artery. A 0.014 inch, 300cm platinum plus guidewire was selected for use in an angioplasty procedure of the anterior tibial artery. During the procedure, the tip of the guidewire detached and became lodged in the anterior tibial artery. The procedure was stopped. The patient came to no harm and was stable. At this time, the physician does not feel that the patient would benefit from an operation to remove the tip. The tip is in the occluded portion of the artery and is not likely to migrate or cause any issues in MRI.